Manufacturer narrative:
(B)(4). Date sent: 12/14/2022. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Additional information was requested, and the following was obtained: the event description states ¿the patient is having a linx explanted¿ has this device been explanted yet? If yes what was the explanted date? Successfully explanted by dr. (B)(6) on (B)(6) 2022. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Manufacturer narrative:
(B)(4). Only event year known: 2022. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the lot number and serial number (if applicable)? Unknown - implanted at other facility. Were there any intra-operative complications during implant? Unknown - implanted at other facility. Was there any hiatal or crural repair done at the same time as the implant? Hiatal repair at other facility - per chart. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Dysphagia, gerd reflux. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Egd at other facility. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Prilosec, protonix, zofran, medical marijuana. Are they currently taking steroids / immunization drugs? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: has this device been explanted yet? If yes what was the explanted date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient is having a linx explanted due to reflux not improving but worsening. The device was implanted by another unknown surgeon. At the time of the call it was unknown where the implant surgery took place.